Event description:
During a follow-up appointment, high threshold and noise were noted. The lead had dislodged and migrated to the superior vena cava. The lead was explanted and replaced and the patient was stable.